Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure the physician could not cardiovert an induced arrhythmia. Boston scientific technical services (ts) reviewed the implant x-ray and noted that this electrode appeared too high and recommended repositioning it. Surgical intervention was performed and the electrode was successfully repositioned. No additional adverse patient effects were reported.